Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: the display was dim and discolored and the battery compartment was cracked. The down arrow button was inverted and contamination was found under all of the button contacts when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the battery compartment was cracked. The down arrow button was inverted and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.